Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the patient's system was scheduled for explant on (B)(6) 2018. The patient felt that it did not help her pain and she was no longer interested in trying to reprogram the device. The patient claimed that the manufacturer's representatives that have reprogrammed unsuccessfully on numerous occasions. Issue has not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the entire system was removed on the day of the report. The rep confirmed with the healthcare professional prior to the surgery that the patient was adamant about giving up on the therapy; the patient did not want to attempt any reprogramming, revision, etc. The patient's complaint was that the stimulation never yielded any significant pain relief benefits. No further complications were reported/anticipated.